Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), product type: lead. Product ID: 3778-45, serial# (B)(4), product type: lead. All codes apply to the leads (3778-45). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient used to feel a heating sensation coming from where the lead was when they first got the device implanted. The patient stated that it would heat up and then one day it just stopped and they thought that their body just adjusted to it. No further complications were reported.